Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and tactile inspection of the returned device showed that the catheter was kinked at 8.0 cm from the proximal end. The catheter tip was damaged and friction was experienced during a patency test due to the damaged tip and kinked catheter. It is likely that some procedural factors encountered during the procedure limiting the performance of the device contributed to the observed issues. However, both proximal and distal marker bands were present on the device and all dimensions were within specification. Therefore, the reported event of the radiopaque marker bands were missing was not confirmed. Manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
During the procedure under fluoro the proximal radiopaque marker was not visible on the catheter distal tip. The device was uneventfully removed and there was no consequence to the patient. In the physician¿s opinion, there was "a possibility that the marker might be hard to see because the treated area was posterior fossa".

Event description:
During the procedure under fluoro the proximal radiopaque marker was not visible on the catheter distal tip. The device was uneventfully removed and there was no consequence to the patient. In the physician¿s opinion, there was "a possibility that the marker might be hard to see because the treated area was posterior fossa".

Manufacturer narrative:
The device is not available to the manufacturer.